Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe was unable to cut through the vitreous body during vitrectomy surgery. Even after attempts to adjust the cutting speed the issue was not resolved. The surgery was completed after replacing the product with another one. There was no patient impact.